Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the fast-fix 360 failed. The fast-fix 360 t2 could not be deployed, the fast-fix 360 seemed to have a narrow channel and there was a lot of resistance when it was triggered; both t-implants were removed from the joint using graspers. The procedure was completed using an s+n back up device. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found an image with the anchors linked to a broken suture, an image of the labels of the devices that were used in the procedure, an image with of the device with the anchor on the tip of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate use implicating premature activation of the device. No containment or corrective actions are recommended at this time.